Event description:
Review of service data detected a reportable problem. During servicing, belt sn (B)(4) failed the pulse lead hi-pot test. The lat pt to use this belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of belt sn (B)(4) has been completed. As received the electrode belt failed hi-pot test. Upon evaluation, there was a short in the trunk cable. The cause of the short is cuts in the trunk cable insulation. The root cause of the cuts is likely physical abuse. No adverse event resulted from the short inside the trunk cable. The last pt to use this belt did not report any deficiencies.